Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin is squirting out during the fill tubing process. The customer¿s blood glucose was 302 mg/dl. Customer states insulin continues to drip after motor stops during the fill tubing process. Customer states they are receiving a pump error alarm. Customer states they are unable to exit the "load reservoir" process. Customer states the rewind option displayed after an alert. Customer did not receive complete status with next highlighted on the screen. The customer was unable to load the reservoir because it's not locking into place. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.